Manufacturer narrative:
The product is manufactured in the us, but not marketed in the us. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.5 mm icm125v4 implantable collamer lens, diopter -14.0 into the patient's left eye (os) on (B)(6) 2009. The surgeon reports low vault; incident date of (B)(6) 2017. On (B)(6) 2017 the lens was exchanged with a longer lens. The problem is resolved.